Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported vessel dissection occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 36 x 3.0 mm, concentric, de novo target lesion was located in the moderately tortuous, non-calcified right coronary artery. After a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a non-bsc balloon catheter at 10 atmospheres. A 3.00 x 38 mm synergy¿ drug-eluting stent was then deployed at 12 atmospheres for 20 seconds. However, after post dilation with a 3 x 12 mm non-compliant balloon catheter, fluoroscopy revealed dissection at the distal portion of the stent. A 2.75 x 12 mm synergy¿ stent was then deployed to cover the dissection. The procedure was completed. No further patient complications were reported and the patient's status was stable.